Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device bearing was dislodged from the attachment device. There was a minor delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the received photo was reviewed. The described failure by the customer was confirmed. Based on the provided photo it shows what appears to be a bearing failure. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. The IFU states the following regarding the reported issue that was observed by the user: visually inspect for damage before using; do not use if damage is evident. Do not bend or use as a lever. Use a gentle tapping motion or side-to-side motion and let instrument do cutting. Do not use excessive force. Forceful side loading of dissection it is recommended that the equipment be returned to depuy synthes power tools at a minimum every 9 months for full product inspection and service. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation (mre) was performed for the finished device serial number, and no non-conformances were identified. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: product was not returned. A service history review was performed, and no non-conformances were detected related to the reported condition.